Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the spouse of a basic evaluation trial patient with an external neurostimulator (ens). The patient¿s spouse reported that the patient was doing well from the procedure, but on the morning of report the patient had to be taken to the emergency room (ER). The patient¿s husband noted that the patient was at home at the time of report and they were about to bathe the patient. Additional information was received from the patient¿s spouse on (B)(6) 2017. It was reported that the patient had difficulty moving and was very sleepy. The patient used a wheelchair and had trouble standing on their own. The patient was not able to speak and was out of it, the patient¿s spouse noted that they could not move the patient. The patient¿s spouse stated that they thought it was the anesthesia. It was also noted that the patient was taken to the ER and a urinary tract infection (uti) was found, so the patient was given an antibiotic. The patient was also catheterized in the ER because they went 12 hours without voiding, but still had leakage. The patient had trouble moving more than usual and was not able to go to the bathroom normally. It was indicated that on the night of (B)(6) the patient was out of it so they did not wake up to void. It was also indicated that the device did not seem to be working as well on the day of report because the patient leaked a lot. The spouse stated that it was odd that the stimulation went up past 9 until the patient could feel the stimulation and noted that they were told that the wires may not stay in place and the side was switched from the left to the right. Additional information was received from the patient¿s spouse on (B)(6) 2017. The patient's spouse reported that the patient was having issues with their legs again the night before report and needed to get up to void 3 times, but only had help 1 time to take them to the restroom and the patient went in their pad the other 2 times. It was noted that the patient was feeling stimulation when they sat down, and the spouse felt like the lead may have come out. It was noted that stimulation was uncomfortable, and the spouse decreased the stimulation prior to the call. The patient was not feeling stimulation at the time of the call, so the stimulation was raised but the stimulation would not increase past 6.1 on the left side and 0.1 on the right side. Additional information was received from the patient¿s spouse on (B)(6) 2017. The spouse reported that the first day of the evaluation results were miraculous but now the device was not working. Additional information was received on (B)(6) 2017. It was reported that the patient was still having the same issue with the controller and it was noted that it was thought that the leads had migrated. No further complications were reported or were expected.